Event description:
Reporter experienced the er1 message about a month ago. Reporter was unsure of reason and retested successfully, receiving a blood glucose reading of less than 100 mg/dl. Reporter did not compare with the color chart.